Manufacturer narrative:
G4: (B)(6) 2020. B4: (B)(6) 2020. The touchscreen assembly was returned for failure analysis. A visual inspection revealed no signs of damage or contamination. During testing, no failures were identified. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 09jan2020 b4: (B)(6). The manufacturer's international service technician performed troubleshooting and confirmed the reported issue. The touch response was misaligned. The manufacturer's international service technician replaced the touchscreen and the issue was resolved. The device was not being used for treatment when the reported event occurred, and there is a relationship between the device and the reported problem. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09dec2019.

Event description:
It was reported that the touchscreen was inoperable. The device was in use at the time of the event; however, there was no patient harm.